Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated rv (right ventricular) undersensing information. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. An unexpected shock was noted on (B)(6) 2016. Evidence of rv undersensing was noted. Sensing integrity counts went up to 64 (within 26 days). Rv capture threshold has been noted to be greater than 2.5 volts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The patient noted that they were "sitting on the toilet, felt short of breath, and a racing heart. They did not pass out and did not feel like they were going to pass out; then the shock." Upon interrogation, the ventricular sense markers lined up with the p waves on the surface electrocardiogram (ECG). The right ventricular (rv) lead exhibited high and unstable thresholds, and intermittent capture. There were real-time episodes recorded where significant undersensing was visualized. An x-ray revealed that the rv lead had pulled out of the right ventricle and was in the right atrium. A revision procedure was scheduled and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.